Event description:
It was reported that the pump was being moved 'over a little bit' because the pump was hitting the patient's bone. It was also reported a catheter revision occurred. It was reported there were no therapy or device issues noted. The device system was used to deliver dilaudid. It was later reported the patient did not experience any symptoms and following the surgery no complications had been reported. It was reported no troubleshooting was necessary. The catheter was reported to have been successfully connected. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703, lot# j94142184, implanted: 1994-(B)(6), product type catheter.

Event description:
It was later reported that the pump was moved due to the current position hitting the patient¿s bone making it uncomfortable. The ph ysician did not change the catheter.